Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed that the silicone coating on the jaws had delaminated. The device was removed and a new vh-3000 was opened and used to finish the case. The customer was not certain if the hemopro had been properly inserted into the cannula (tips up and closed) before the case since it was handed it to her. Therefore, it could have happened before the case or the delamination could have occurred during use. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The insulation coating was peeled away but still attached at the tip of the hot jaw and the insulation coating was peeled off at the tip of the cold jaw. The peeled insulation was not returned back for the investigation. It was observed that the heater wire on the hot jaw was flexed away from the middle part but remained attached at the tip and at the base. Small traces of char and tissue material were observed on the jaws. It was also observed that the pigtail had a break in the middle of the outer coating. The inner connecting wires were intact and no cut was observed. Based on the condition of the device as found, the reported failure mode "peeled jaw" was confirmed. The analyzed failure modes "bent wire" and "break, device pigtail " were also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro harvester noticed that the silicone coating on the jaws had delaminated. The device was removed and a new vh-3000 was opened and used to finish the case. The customer was not certain if the hemopro had been properly inserted into the cannula (tips up and closed) before the case since it was handed it to her. Therefore, it could have happened before the case or the delamination could have occurred during use. The hospital did not report any patient effects.